Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2015. Patient's mother stated that the patient experienced redness, itching and a burning sensation at the site of sensor insertion. Patient's mother stated she was unsure if it will scar as the irritation had not yet healed. At the time of contact, the patient's mother did not report any medical intervention.